Event description:
It was reported that an angio-seal was deployed in the right common femoral arteriotomy (rcfa) according to the angio-seal instruction for use (IFU). Hemostasis was not achieved and manual compression was applied. Upon achieving hemostasis, the patients distal pulses diminished. The physician accessed the rcfa via the left common femoral artery and noticed a disruption in flow. The physician applied balloon angioplasty to the rcfa.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.